Event description:
A patient had a reaction to d5lr intravenous solution, with itching and hives appearing shortly after initial administration. The patient given benadryl for itching and hives. The itching and hives were relieved by benadryl.